Manufacturer narrative:
Batch review performed on 09 october 2018; lot 146651: (B)(4) items manufactured and released on 26 november 2014. Expiration date: 2019-10-31; no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed three years after primary surgery due to infection. The liner was revised.